Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that a patient with an implantable neurostimulator reported encountering a power on reset (por) which resulted from emi which occurred during a surgery. A manufacturer representative (rep) reported that a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who encountered a power on reset (por) message on the patient programmer (pp). The rep later reported that the por was cleared and the device was working as intended. No patient symptoms were reported and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.